Event description:
The customer reported via phone call that the insulin pump alarmed button error and the up arrow does not click. The customer stated that the insulin pump was vibrating; he took the battery out and tried to reset it but received the button error alarm. The customer stated the insulin pump was in his pocket at the time. Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has minor scratches on the lcd window and reservoir tube window, has cracked case at the display window corners and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.